Manufacturer narrative:
H3: device was evaluated and the complaint was confirmed. Upon receiving the device, it looked to be used with no damage. The device was decontaminated and then tested per wi. Once the device was plugged in the generator, it was primed and tested. During the testing, the saline flow was possible; however, there was a hole in the tubing that caused water to leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a handpiece. It was reported that the water was coming out of the hand piece.